Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a guide wire could not pass through the left ventricular (lv) lead. The guide wire ruptured in the lead and no signal could be seen on the device when the analyzer connection was established to receive the measurement. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.